Manufacturer narrative:
The technician replaced both head gas springs to repair the stretcher.

Event description:
Information rec'd indicates the head of the stretcher is drifting down with weight on it.